Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses. Two days later, a second procedure was performed whereby an additional gore excluder aaa endoprosthesis contralateral leg component was implanted to successfully treat a type iii endoleak. The patient was reported to be in stable condition and tolerated the procedure. No further information was provided.